Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that the needle cap and needle plug of the arterial blood collection device could not connect and could not be used. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 364314 lot/batch #: 3137153. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for inability to attach needle and syringe with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to inability to attach needle and syringe as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode inability to attach needle and syringe. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that the needle cap and needle plug of the arterial blood collection device could not connect and could not be used. No patient impact reported.